Manufacturer narrative:
The product was not returned for evaluation and had been intended to be used for treatment. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacturing or design of the device which could have contributed to the reported event includes: 1. Failure to follow instructions may lead to improper functioning of the device. 2. Check the wand tip periodically to ensure the electrode is intact and the wand is functioning as intended. If the electrode is not intact, discontinue use and check the tissue by appropriate means. 3. Resistance, upon wand insertion into the target tissue, may be indicative of an inadequate incision site (i.e. Size). This resistance may damage the wand tip resulting in possible injury to the patient or user. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the during a microablation plantar fascia procedure, a piece of the tip of the wand broke off. Just a piece of the small tip wasn't able to be retrieved from the foot. A backup device was available to complete the procedure with no significant delay or patient injuries.